Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The mobile view station (mvs) uninterruptible power supply (ups) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when they were moving their mvs it was powering down. Site leaves the system plugged in when not in use. Total time between transport was about 2 minutes. There was no patient involved

Manufacturer narrative:
The suspected batteries were returned to the manufacturer for analysis. Analysis found that functioning uninterruptible power supply (ups) did not power on with returned batteries nor hold charge. Analysis found that the reported event was related to a electrical issue.